Manufacturer narrative:
Philips service replaced the ad7(nt) height potmeter assy and monitored the system post-repair. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry error occurred due to mismatched table potentiometer on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.